Event description:
It was reported during an ablation procedure using a cool path ablation catheter saline was leaking from the handle. The physician noted that the irrigation port of the cool path catheter was damaged when an unspecified pump alarm displayed on the irrigation pump. Saline was then noted to be leaking from the catheter handle. The catheter was replaced to complete the procedure with no consequences for the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete. A follow-up report will be submitted.